Event description:
It was reported that the patient had undergone coronary bypass graft when a swan-ganz catheter was placed. The next day the nurse was attempting to remove the catheter slowly; resistance was felt and patient was in v-tach. Unable to reposition the catheter to resolve v-tach, so more pressure was applied to the catheter and it broke in two pieces, leaving a piece inside the patient. V-tach resolved and patient was stable. Physician was called to bedside and was there within 10 minutes. Using sterile hemostats, the physician was able to remove the remainder of the catheter. Patient remained stable. There were no other patient complications reported.

Manufacturer narrative:
It was indicated that as per hospital protocol, the device would not be able to be returned to edwards for evaluation. The lot number was not provided and therefore we are unable to complete a device history record review. With the limited information provided, the root cause for the reported event cannot be determined; however, a two year complaint history review for this complaint type/product reveals a very low complaint rate.